Manufacturer narrative:
(B)(6). Results: no samples or photos were returned to bd for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5090897. Conclusion: not confirmed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that during a blood sample draw, using a bd safety-lok¿ blood collection wingset 23g x .75 in, with 7 in tubing and pre-attached holder, that blood flowed through tubing and dripped onto floor before serum tube could be used. No serious injury, blood to mucous membrane exposure or medical intervention was reported.